Event description:
The dreamstation auto CPAP w/humid/ht, can device was returned to a third-party service center about the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious patient harm or injury, and there was no report of medical intervention. During the evaluation, the service center visually inspected the device and found a scratched ui panel and scratches on the upper enclosure, and evidence of foam particles inside the blower kit. The field service engineer conducted preventive maintenance and replaced key components, restoring the device to full functionality. No further investigation can be carried out at this time. If additional information is received, a follow-up report will be filed.